Event description:
Additional information was obtained from the surgeon who reported that a reoperation to put one of the haptics back into the capsule was performed. The postoperative course was uneventful, and the distance visual acuity was 1.0 or higher. There was also no problem with visual acuity when the iol dislocation occurred.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported pupil capture of an iol haptic 3 months following a cataract surgery with an intraocular lens (iol) implantation. The iol was tilted and one of it's haptics was out of the capsule. The iol remains implanted. The patient's visual acuity right after surgery was fine but it was confirmed by a slit lamp that one of the haptics was out of the capsule. A surgery is planned to put the haptic back in the capsule. Additional information has been requested.